Event description:
It was reported that the ilet experienced loss of communication with a dexcom g7 sensor while the sensor continued to transmit to the dexcom app, and the pump displayed a ¿pairing with sensor¿ message; the sensor code 9916 was confirmed and the user successfully re-paired the sensor during the call. Symptoms included no reported clinical effects. Outcomes included restoration of sensor-to-pump communication after troubleshooting and education were completed, with no alerts or alarms reported. Investigation included remote troubleshooting and user guidance to complete sensor re-pairing. Investigation of this case revealed a transient communication issue between the ilet and the dexcom g7 without evidence of device damage or persistent malfunction, resolved through re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or environment-dependent connectivity interruption.